Event description:
It was reported that the usb port was damaged and customer could no longer charge pump battery. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The alleged not being able to charge battery issue could not be verified; however, the damaged usb casing was confirmed.